Event description:
It was reported that the patient presented with this artificial urinary sphincter (aus) that the balloon component had a fluid leak. Surgical intervention was performed to replace the ipp device. There were no patient complications reported.